Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was confirmed to have no output and no telemetry capability. The circuit cell voltage was measured at 1.123 volts, too low for the length of implant time. The device battery was removed and replaced with an external power source. Hybrid operating current measured too high initially but dropped to normal levels after a period of time. Software was re-loaded in the device and different settings were programmed in attempts to elicit the previously-observed high operating current. The device was placed in a temperature-controlled setting with the temperate set to 37 degrees celsius. The operating current was monitored for four days. The high current condition never recurred. Despite a full analysis, boston scientific was unable to replicate the high current condition suspected to have been present during the time of implant. As a result, root cause of this device behavior is unknown.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device was unable to be interrogated during a recent follow-up. The physician elected to explant and replace the device. No resulting adverse patient effects were reported and the unit is intended to be returned for analysis.